Manufacturer narrative:
The investigation into this complaint related to moisture in the expiratory cassette compartment and on two printed circuit (pc) boards inside the ventilator has been completed. Our field service engineer confirmed presence of moisture on the replaced pc boards and further investigation of the parts was not necessary. Moisture on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. The hospital did not know the source of the moisture. The source or how the moisture got into the ventilator has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that excessive moisture was found in the expiratory cassette compartment as well as inside the patient unit on the printed circuit (pc) boards. There was no patient involvement. (B)(4).